Manufacturer narrative:
The device reported in this incident was and is not released in the u.s. Market, therefor this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cerasul insert on (B)(6) 2005 and went to see the doctor on (B)(6) 2017 because he experienced a crack with "stange sensation". A fracture of the ceramic insert was diagnosed. Subsequently, the cup and insert were revised on (B)(6) 2017 due to ceramic insert fracture.